Event description:
Reportedly, cardiac output value was 17-20l, blood temperature was 200 degrees centigrade on the monitor four times in a row. Follow indicated that all four reported catheters were used on the same patient, and confirmed that there were no patient complications.

Manufacturer narrative:
Method: device not returned.